Event description:
A us distributor returned a monitor indicating that the response button were defective.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons defective) has been confirmed. Upon evaluation, the rear response button was defective. The cause of the defective rear response button is an open connection in the flex cable. The cause of the open connection is a crack in the cable across the conductors. The root cause for the damaged cable cannot be positively identified. No adverse event resulted from the defective response button.